Event description:
This x-ray system was activated in the morning for its daily procedures and suddenly, smoke came out of the system. The smoke filled the procedure room and the fire dept was called in. There was no fire (smoking electrical component) and no one was injured.

Manufacturer narrative:
Method, results and conclusions eval- the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.